Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the proximal end of the plates' locking mechanism failed and the screw would not lock into the plate. Approximately 15 minutes was taken to remove the plate and implant a new one. The surgery was completed successfully.

Manufacturer narrative:
Evaluation summary: the reported event of the non-locking screw could be confirmed but not reproduced in toto. Device investigation on the available parts showed damages to the most proximal lip hole that is typically for an inadequate screw insertion. Even though, it was possible to reproduce a functional screw placement into the affected lip hole with a 90° angulation using the correspondent instrumentation. Due to the damage found and the subsequent destructive 90° screw test placing into the affected hole, no other attempts were deemed to be necessary to confirm that the root cause of non locking screw effect was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The following applicable warnings related to this failure mode: ¿the polyaxial locking technology works by using two different grades of titanium. Locking screws are made of titanium alloy (ti6a14v) which is stronger than the pure titanium plate holes. When a screw is driven into a plate hole, the locking threads on the underside of the screw engage the circular ¿lip¿ in the hole. Unlike monoaxial locking systems, where the screws follow a predetermined path, this technology allows the user to aim and lock the screw within a 30 degree cone. Depending on the anatomy and/or fracture pattern, 2.7mm or 3.5mm screws may be implanted. Using the color coded drills and drill guides, the pilot holes are made. The drill guides should be used since they limit the angulation for locking and non-locking screws respectively. Although the screws are self-tapping, bone taps are provided and recommended for use if screw insertion is hindered measurement is obtained by using the standard depth gauge in the usual manner. ¿ the instructions for use non-active implant v15052/b xx/10 were reviewed and noted the following applicable warnings related to this failure mode: ¿during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure. Implants which consist of several components must only be used in the prescribed combination (see operative technique manual).¿ no indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that the proximal end of the plates' locking mechanism failed and the screw would not lock into the plate. Approximately 15 minutes was taken to remove the plate and implant a new one. The surgery was completed successfully.